Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a slight increase in power and estimated flow over time, which the center attributed to the patient¿s elevated ldh (lactate dehydrogenase). A direct correlation between the reported ventricular tachycardia, elevated ldh, and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(4) could not be conclusively established through this evaluation. The submitted log files contain duplicate data, from 13nov2020 at 23:50:23 through 15nov2020 at 12:38:16. Power and estimated flow appeared to increase towards the end of the file ¿ from the beginning of the file through 15nov2020 at 04:42:43, the average power was approximately 5.3 w, and the average estimated flow was 4.4 lpm. From 08:29:43 through 12:38:16 on 15nov2020, the average power and estimated flow values were approximately 6.8 w and 7.1 lpm, respectively. No atypical alarms were captured for the duration of the file. The pump speed remained above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(4) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the hmii lvas. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, the IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. Appendix a of the IFU explains that users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jun2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having runs of ventricular tachycardia (vt) and was shocked by his implantable cardioverter defibrillator (ICD). The patient was inpatient (ip). Upon vad interrogation, nothing was noted. Technical services (ts) reviewed the controller log file and observed 240 pulsatility index (pi) events that occurred over approximately 36.5 hours. The arrhythmia did not result in clinical compromise. For treatment, the patient underwent cardioversion. It is unsure what type of arrhythmia existed prior to vad; however, the patient did receive an implantable cardioverter-defibrillator (ICD) prior to lvad therapy. The patient did have elevated ldh, with values now less than 500 according to the vad coordinator. The cause of the pi events was not identified, but was not life threatening. The patient was given intravenous amiodarone and would continue on mexiletine and amiodarone as treatment.